Manufacturer narrative:
This is one of two products involved with the reported adverse event and are associated manufacturer report numbers: 9616099-2014-00655 & 9616099-2014-00656. Complaint conclusion: as reported by the (B)(4) study, restenosis was noted in the study stents 8 months following the index procedure. The rate of restenosis is unknown but the lesion was nearly occluded. No additional treatment was conducted. The patient is currently ¿fine.¿ the patient had a 6x60mm smart control stent and a 6x150mm smart stent placed in the middle of the left superficial femoral artery (sfa) without any issue at the time of the index procedure. The rate of stenosis was 90%. There was no possibility of dissection and stent thrombosis. No distal disease was left untreated. Healthy tissue to healthy tissue was covered by the stents. The patient was compliant with the antiplatelet therapy. The (B)(6) female patient has an unknown medical history. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
As reported by the (B)(6) for sfa study, restenosis was noted in the study stents 8 months following the index procedure. The rate of restenosis is unknown but the lesion was nearly occluded. No additional treatment was conducted. The patient is currently ¿fine.¿ the patient had a 6x60mm smart control stent and a 6x150mm smart stent placed in the middle of the left superficial femoral artery (sfa) without any issue at the time of the index procedure. The rate of stenosis was 90%. There was no possibility of dissection and stent thrombosis. No distal disease was left untreated. Healthy tissue to healthy tissue was covered by the stents. The patient was compliant with the antiplatelet therapy. The patient¿s medical history is unknown. No additional information is available.

Manufacturer narrative:
Initial reporter phone: (B)(6). Gtin number = (B)(4). This is one of two products involved with the reported adverse event and are associated manufacturer report numbers: 9616099-2014-00655 & 9616099-2014-00656. This device is not available for testing and evaluation as it remains implanted. Additional information is pending and will be submitted within 30 days upon receipt.